Event description:
During an atrial fibrillation procedure, it was reported that after going transseptal, patient¿s ECG rhythm went from atrial fibrillation to ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was administered and the patient was shocked. The case was finished. The patient had a history of coronary artery disease (cad). On (B)(4), received additional information requested from bwi representative stating that the outcome of this adverse event was a full recovery. The physician¿s opinion regarding the causality of this event is unrelated to the procedure or device.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system; us catalog # fg540000; serial # (B)(4). Stockert 70 system; us catalog # s7001; serial # (B)(4). Cool flow pump; us catalog # cfp002; serial # unknown. Soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10g; lot # unknown. Ez steer thermocool nav bi-directional catheter; us catalog # bni75tcfjh; lot # unknown. (B)(4).